Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not booting and the user had to restart their system several times before it would come up properly. The philips field service engineer (fse) inspected the system onsite and found that the hdd of the host pc failed. Review of the system log file showed that the host pc was freezing. The fse replaced the hdd of the host pc and reloaded the ghost backup to that new hdd. After replacement of the hdd with the reloaded ghost backup, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm.